Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not using room temperature insulin during the load process. Tandem technical support educated customer regarding the use of room temperature insulin. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.